Manufacturer narrative:
After secondary review of this file performed on may 5, 2025, it was decided to remove medical device problem codes, a0406 and a27, and add, a24, to more accurately capture the reported event.

Manufacturer narrative:
On june 27, 2025, an analysis of the suspect medical device¿s photo was completed. Investigation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel. Based on customer feedback and our complaints database, discrete bubbles do not persist in implanted devices, nor are they found in previously implanted devices. The presence of these bubbles is not known to compromise the performance of the device. Through our post-market surveillance process, we have not identified any patient harm associated with bubbles within implanted devices. On june 30, 2025, the mentor failure analysis lab received the device for evaluation. On june 30, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with right breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal and replacement surgery on december 16, 2024. During the same surgery, a hematoma was found on the left breast. Subsequently, both implants were removed and replaced with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989161 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9989871 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 13, 2025, mentor became aware that it was erronously indicated in the initial report's section b 5. Event description, that the capsular contracture was on the right breast. The capsular contracture was actually on the left breast. In addition, the patient's identifier was also provided and has been populated accordingly.